Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the pump was alarming. Telemetry confirmed a critical alarm was occurring due to "empty reservoir alarm occurred, low reservoir alarm occurred". The patient had a refill on (B)(4) 2013 with 20 milliliters (ml), and then the reservoir volume read 19.4 milliliters (ml) when it was interrogated due to the alarming. The reservoir volume was changed to 20 ml, they updated the pump, then went back and entered the correct volume of 19.4 ml, and updated again. This action resolved the reported issue. The pump was delivering morphine.

Event description:
Additional information received reported a computed tomography (CT) scan was completed on 2013 (B)(6). The results were not provided. A follow-up report will be sent if additional information becomes available.